Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral antibiotics (specific date and duration not reported). However, the symptoms did not resolved. The device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.